Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had been complaining of increased drainage at the driveline exit site. Wound culture was positive with staphylococcus infection. The patient denied having any fevers or chills. IV antibiotics were administered, and the patient required numerous wound debridement procedures. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.